Manufacturer narrative:
Updated blocks: b5, e1, e3 and h6. The reported complaint was confirmed, via the log review and clinical review. If additional information becomes available on this complaint, that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review: the team had an incident with the centrifugal drive motor, during a cardiopulmonary bypass (cpb) procedure on (B)(6) 2021. The system was set up and primed without issue for a case. The perfusionist proceeded for a bit. And then, during the procedure they had a few seconds of no flow and no connection to the drive motor. Information is that for about one second, during the procedure, the cable from the drive motor to the control unit became a bit disconnected. Then as noted, the issue resolved itself. The clinician had to come up on flow. And the case proceeded without another incident. The unit was not exchanged out, during the case. It was troubleshot after the procedure. There was no delay in the continuation of the surgical procedure. There was no harm or blood loss.

Manufacturer narrative:
The field service representative (fsr) did not duplicate the reported complaint. There were no issues during testing of the centrifugal pump. The unit operated to the manufacturer's specifications. Per data log review, on (B)(6) 2021 a perfusion screen was opened at 05:54:00 am. 09:17:35 centrifugal speed set to 3576 revolutions per minute (rpm) pressure alert (message only response). 09:17:37 centrifugal pump stopped; 09:17:38 motor disconnected; 09:17:39 motor connected; 09:17:51 pump started. The complaint description 'centrifugal pump not functioning properly' was not descriptive enough to know if the unusual motor disconnected/connected event was confirmation of the complaint. The centrifugal drive motor part number: 164267, serial number: (B)(4), UDI: (B)(4).

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb) while cross-clamped, the centrifugal pump was not functioning properly. As a result the centrifugal drive motor was changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.